Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data show a lost prime alert 3 days before the complaint date and delivery was resumed within 30 minutes. Typical usage was observed in the alarm history. Last bolus and basal deliveries were recorded two days after the complaint date. Total daily delivery added up correctly and reflected the user programed rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was at 370 mg/dl with nausea and extreme drowsiness/difficulty waking up/confusion. It was reported that the patient self-treated with insulin injection and changed insertion site. The patient allegedly remained on pump therapy with no recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter attributed the hyperglycemia to an inaccurate delivery issue started about 3 weeks ago. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes of perceived inaccurate delivery issue and causes for bg issue did not identify any contributing factors. The reported inaccurate delivery issue was not resolve with troubleshooting. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the allegation of a delivery issue of unknown cause.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.